Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "cellulitis", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with 5.5 mls of harmonyca with lidocaine into the cheeks and then a month later patient received a touch up of 2.35 mls. About a week later, patient began experiencing non-device related mild increased anxiety. About two months after the anxiety started patient began experiencing non-device related cellulitis in the right lower leg. Further narrative noted patient associated the development of the cellulitis following an endolaser procedure performed on the lower legs for fat removal, but it was noted the medical history lipedema could also be the cause. Patient took keflex, enoxaparin sodium, val conj, nalosodium chloride flush. Patient underwent an incision and drainage with lacatated ringer infusion about 9 days after event onset. The cellulitis is ongoing, but the anxiety resolved around 3 months after onset.